Event description:
A high reading issue was reported with the adc device. The customer reported obtaining a sensor scan of 9.9 mmol/l (no comparison reading reported) and self-treated with both novorapid and levemir insulin (dose unknown) per the scan reading. The customer experienced seizure and loss of consciousness, requiring corrective treatment of juice provided by third-party. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history record) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.